Event description:
The patient underwent an aicd implantation seven years ago. It was discovered in an office visit that the generator displayed the following code: "voltage is too low for projected running capacity." He has not had any recent shocks from the defibrillator. Notes from the procedure: ...indications: "a (B)(6)-old male with ischemic cardiomyopathy and congestive heart failure who had an aicd implanted in 2010. The device has reached its eri."... "The defibrillator and leads were removed from the wound pocket. Existing aicd was a boston scientific. This was disconnected from the leads and removed intact from the body." ...the patient tolerated the procedure well with no complication.